Event description:
Not able to move the handle more than 3 cm in the tumor. With both needles. It was very important for this pt to get histology because of surgery. Needle breakage was not reported; however, on eval it was noted that the needle was broken within the handle on one of the returned devices. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There was no echo-hd-25-c device of lot c808659 in stock at the time of the investigation. Two x echo-hd-25-c devices of lot c808659 were returned for eval and both were open on receipt. Device #1 was returned not in its original packaging, while device #2 was returned in its original packaging. The complaint information stated that the user of the device had the following issue: "not able to move the handle more than 3cm in the tumor with both needles." On eval of device #2, the relevant engineer noted that the handle could advance to 3cm. On dismantling the handle, a kink in the needle was noted within the handle. On eval of device #2, the relevant engineer noted that the needle was returned advanced approx 4cm from the sheath. The stylet with its cap attached was returned inside the device and it could not be retracted or advanced from the device. The handle could be advanced to almost reach the marking #5 in the handle. The needle would not advance or retract. On further eval of device #2, the handle was dismantled and it was noted that there was a kink in the needle within the handle and that the needle was broken at the kink. The sheath extender handle was removed and kinks at approx 0.5cm, 1cm and 2cm were noted on the sheath within the sheath extender handle. It is unk how these kinks occurred. The customer complaint could be confirmed as the handle could not be advanced completely on both returned devices. It was noted that a possible cause for the issue with the handles not advancing fully is the kinks that had occurred within the handle of the devices, these would have caused difficulty in advancing and retracting the needle. The needle breakage was most likely due to the severe kink that occurred within the handle as the needle did break at that kink. It is not possible to conclusively determine the root cause of this complaint as we are unable to replicate the conditions of use in the lab. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure integrity of the product. The manufacturing records for this echo-hd-25-c device of lot c808659 did not reveal any discrepancies that could have contributed to this complaint. The 2 year complaint history has been reviewed and the occurrences of this complaint type is low. Complaints of this nature will continue to be monitored for potential emerging trends. No corrective action is warranted at this time. From the information provided there was no harm to the pt.